Event description:
It was reported when using the bd pyxis¿ anesthesia station es, mini 10.1 drawer was stuck, only opening halfway out. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 10.1 was stuck. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.